Event description:
It was reported that the handheld programmer presented with a "clear memory message". A company representative will perform troubleshooting on the handheld programmer; however, this has not occurred to date. No additional relevant information has been received to date.

Event description:
A company representative went to the physician's office and performed troubleshooting. It was reported that the staff could not remember what they were doing with the handheld programmer when it presented with the "clear memory" message. The office reported that they do not have many vns patients and do not use the programming system very often. They did not report that any patients were affected by the issue. During troubleshooting the company representative performed a hard reset on the handheld programmer and it started up as normal. A vns patient was then brought into the clinic and the generator was successfully interrogated using the re-started handheld programmer.